Event description:
On (B)(6) 2013 the lay user/reporter in (B)(6), the patient¿s daughter, contacted lifescan to report the one touch vita meter was giving the error 2 error message during testing. The technical service representative contacted the reporter to obtain and verify information, however the reporter refused to speak with the tsr. The sr. Medical surveillance specialist classified the complaint based on the information initially provided to customer service. On the morning of (B)(6) 2013 the patient obtained the error message error 2 upon test strip insertion with the reported meter; she was unable to obtain a blood glucose reading. Afterwards, the patient experienced symptoms, however she did not provide any details or specific symptoms. The reporter also noted that the patient received treatment for her symptoms. It would have been helpful to determine the patient¿s specific symptoms, the treatment received, what actions the patient took due to the error message, the patient¿s expected blood glucose readings and her diabetes medication regimen. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were correct. The issue was not resolved with troubleshooting. The meter was replaced. It is unclear what symptoms and treatment occurred for the patient after the error message occurred. However, as the patient allegedly experienced symptoms and received treatment after she was unable to test her blood glucose level due to the meter error message issue, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.